Event description:
It was reported that the pump exhibited a bubbled and unattached downstream occlusion seal. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed there were no errors related to the customer complaint. The device was visually inspected. A visual inspection was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the delaminated downstream occlusion seal. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.